Event description:
The customer stated a patient generated a ca 125 result of 19 u/ml on the architect i2000sr analyzer. This value did not agree with the patient's clinical history. The sample was repeated with a result of 133.3 u/ml. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The initial MDR report was filed against the architect i2000sr analyzer, manufacturing site (B)(4). Upon further review, the architect ca 125 ii reagent became the suspect medical device and was investigated. The architect ca 125 ii reagent is manufactured in (B)(4). Customer complaints received from (B)(6) 2008 through (B)(6) 2009 were reviewed to determine if others have experienced this same issue. Our review of these data did not identify an increase in the number of complaints related to the customer's observation when using the architect ca 125 ii assay. We then performed testing using reagent lot 66058m100 in order to determine if the assay could accurately read varying concentrations of ca 125. We ran multiple replicates of each level of the architect ca 125 ii controls and one replicate each of serum-based panels which were spiked with known concentrations of ca 125, targeted across the dynamic range of the assay and evaluated these results against their specifications. The concentrations for each of the controls and each of the panels were within specification, which indicated that the assay is capable of accurately reading varying concentrations of ca 125. The customer was referred to the limitations of the procedure section in the architect ca 125 ii package insert ((B)(4)). This section states that for diagnostic purposes, results should be used in conjunction with other data; e.g., symptoms, results of other tests, clinical impressions, etc. If the architect ca 125 ii results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. Based on our investigation, we conclude that the architect ca 125 ii assay is performing as intended, and is meeting its safety, effectiveness, and label claims.